Event description:
During an atrial fibrillation procedure, the volt pfa catheter was introduced into the agilis 13f sheath and inserted until the middle of the handle of the agilis. Aspiration was attempted but was not possible. The sheath was replaced but the issue was not resolved. When attempting to aspirate blood, only air was drawn back. The catheter was introduced further, and aspiration could be performed. The procedure was completed with the second sheath with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.